Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty color display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty color display was confirmed by baxter personnel during product evaluation. The root cause was assigned to one or more lines on the main display. The main display was replaced to correct this condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is same as or similar to product distributed within the u.s. Baxter has received similar reports for the reported problem.